Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Caller reported via phone call that customer's blood glucose was 28 mg/dl and was treated with juice. During troubleshooting, it was found that time on insulin pump was not correct. Programming and history was not checked due to caller not being familiar with insulin pump. Customer was not able to assist due to brain damage. Customer was feeling fatigued. Caller inquired on how to suspend insulin pump. Caller was able to elevate customer's blood glucose to 131 mg/dl. Caller reported that customer would be taken off of insulin pump for a little while and declined call transfer.